Manufacturer narrative:
Cooper surgical inc. Is currently investigating the reported complaint condition. The actual device involved in the complaint is expected to be returned for evaluation by customer. Once the investigation is completed a follow-up will be filed. (B)(4).

Event description:
Pen shut off during coag and during cutting. The doctor had to use scissors to cut the rest of the tissue because the cut was not working well.

Manufacturer narrative:
*Investigation x-review DHR x-inspect returned samples *analysis and findings a review of the 2 yr complaint history reveals similar issues. A review of the DHR reveals several boards were replaced due to board failures. Ref wo's (B)(4) & (B)(4). However, this unit had returned on complaint (B)(4) in january of 2018 and repaired under service log #87943. Any other observations on the original DHR has limited relevance since this unit's main board was replaced with a board pulled from stock in january of 2018. Board p/n 300788-r, s/n (B)(6). This board was already fitted with the diode to prevent foot pedal functional issues. The board had been updated with the diode and checked under wo #(B)(4) in reference to eng-test-10504. Ref (B)(4). Service & repair had not confirmed the complaint. The root cause for this complaint condition is not readily available. Given the correction for this problem description was made and the unit was not confirmed to have had the issue previously confirmed to produce this failure it is likely another factor was in play. One observation made was the screws holding the board in place were loose, but the repair was made with the screws securely in place. This is considered an isolated incident. *correction and/or corrective action /*preventative action activity although the complaint was not confirmed the main board was replaced as a precaution. The customer had been contacted to follow up and had stated the unit is working fine. No applicable correction available to train to at this time. *preventative action activity coopersurgical will continue to monitor this complaint condition for any trends.

Event description:
Customer stated "stopped working during cutting". This complaint is a duplicate of (B)(6) 2018. Due to the customer reporting that the same complaint occurred two separate times. Reference repair order: (B)(4).